Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend (vse) instrument was used to seal the inferior mesenteric artery (ima) which then bled intra-operatively and required intervention. The blood loss volume associated with the complication is unknown. The surgeon reportedly used a white stapler reload to fire on this bleeding vessel to control the bleeding; the surgeon then sutured the vessel. The surgeon said the vse instrument did not seal successfully. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs for this procedure and found no errors/faults related to this reported event. Isi has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi requested the customer return the vse instrument used during this event, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An isi technical support engineer (tse) reviewed the system logs for this procedure: no relevant errors were observed during this procedure. The vessel sealer logs for this event were reviewed by a n isi failure analysis engineer (fae). Per the fae, the logs show the vse instrument was installed 3 times and passed homing all 3 times. The instrument performed 45 complete cut events across the 3 installs. An e-100 generator was used with this instrument, and the e-100 usage logs show 58 total seal events. Out of the 58 seal events, 55 did not have any errors logged, and the average seal duration for these sealing events was 2.27 seconds. Three seal events resulted in errors. Seal event #27 resulted in a recoverable error indicating: ¿vessel sealing sequence timeout." The seal duration time was 10.02 seconds. Seal events #49 and #51 resulted in a high initial starting impedance error, both seal durations were roughly 0.52 seconds. This event is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, the vse instrument was used to seal the ima which then bled intra-operatively and required intervention. It is unknown how much blood was lost and what intervention was performed. .